Manufacturer narrative:
The insulin pump had moisture damage on the electronic assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube.

Event description:
Customer reported that the insulin pump was submerged in water when she went swimming. The blood glucose reading was 100 mg/dl. Customer stated that fluid was visible under the screen. She stated that the insulin pump had not been dropped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.